Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other copilot bleedback control valve referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during an un-specified interventional radiology procedure, two copilots came apart during power injections while attached to an unknown balloon catheter. A new copilot was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was able to be confirmed. A review of the electronic lot history record (elhr) for the reported lot revealed no supplier corrective action reports (scars), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there was one similar incident reported from this lot for this issue. In this case, there were no untoward patient effects reported. Based on the information reviewed for this lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.